Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 325mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. The insulin pump was unable to verify prime alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, display window, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.